Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A damaged dark blue connector was identified. The reported condition was verified during visual inspection and leak testing. Leak testing failed due to the damage. The cause of the damage was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from the dark blue and light blue area of the set. This event occurred during use with patient involvement. This set was connected to this patient about four months ago. There was no report of patient injury or medical intervention associated with this event. No additional information is available.